Event description:
Complainant alleged taht while monitoring a patient (age & gender unknown) the device powered donw. The medics replaced the battery but the device would not power up. Complainant do not indicate that there was any adverse effect to the patient due to the reported malfunction.